Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Insulin pump communicated with sensor properly and no lost sensor or weak signal alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer has been hospitalized for one week due to virus. Customer has diarrhea and ketones. The blood glucose reading at the time of the event was 477 mg/dl. Customer was not eating. Nothing further reported.